Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Event description:
It was reported that, during a remote follow-up, episodes of far field r-wave oversensing (ffrwos) and automatic mode switching (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.